Event description:
It was reported to the MFR that the pt's generator was found to be programmed to incorrect settings. It was indicated that the settings were that of a diagnostic test which occurs when a system diagnostic test is interrupted. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.